Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a dull condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that when calcar planer was introduced to trunion and activated the connection to the broach broke off inside the calcar planer shaft please send new broach, new planer , and new shaft to memorial regional. Surgical delay of 32 minutes